Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was hard to read. The customer's blood glucose value was unknown. Customer stated batteries lasted less than 7 days happened several time and had unexplained and random no delivery alarms once a month customer stated they changed infusion set and error stopped. The devices will not be returned for analysis.